Manufacturer narrative:
E1: patient city: (B)(6). Patient country: south africa. Since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in south africa. It was reported that patient faced infusion set needle come off during in the insertion on (B)(6) 2025. The infusion set was inserted in the body for hours. The blood glucose level was high and the patient was treated with manual injection no further information available